Event description:
It was reported that this pacemaker was suspected of having an unspecified 'defect' that led to additional surgical intervention being performed. The patient reported experiencing an infection, pain, and suffering as a result. All evidence indicates the pacemaker remains in service. No additional adverse patient effects were reported.